Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the device¿s jaws were locked while being applied to stump of appendix. Accordingly, the surgeon forced the jaws of the stapler open in order to release the stapled tissue. There was no patient injury.